Event description:
It was reported that the abutment loosens from the implant. The implant itself is fine. Unknown tooth number. There was no patient impact associated with the event. No additional information was reported.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. E1: last name unknown / not provided.